Manufacturer narrative:
Eval was not possible, as the product was implanted. Review of the device history records did not reveal any mfg deviations or anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened. Add'l info from user facility: date of report: (B)(4) 2009. Brand name.: depuy. Common device name: knee implant. Manufacturer address.: depuy orthopaedics, inc. (B)(4). Model: ref 94-0013. Expire date: 11/2013. (B)(6). (B)(4).

Event description:
During surgery, the surgeon noticed a defect in the component (a 3 mm long scratch) after impaction. Surgeon felt as though the scratch was a mfg defect as opposed to an intraoperative event. Surgery was delayed approx 30 minutes. Add'l info from user facility: after impaction of femoral component, a 3 mm scratch in the component was noticed. Depuy engineer notified by sales rep, who confirmed that the scratch could contribute to an increased wear rate dependent upon location. The scratch was about halfway between direct distal and direct anterior on the lateral side of the medial condyle near the trochanter groove, not on the apex of the distal femoral component. The knee was worked through a range of motion and the scratch did not make contact with the tibial insert. Surgeon felt it would be best to leave the component in place as opposed to revising it; felt the scratch was a mfg defect.